Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 81(the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was), pump error 82(the hrm task did not grant motor power in reasonable time) and also reported that the insulin pump was exposed to high magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, and the damage was found to be affecting the functionality of the insulin pump. The customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 82 or pump error 81 alarms noted during testing. Successfully downloaded history files and traces using thump. Pump error 81 (file number: 16 line number: 393) was found in the download history files on 01/13/2026 21:54:30.000. Pump error 82 (file number: 16 line number: 427) alarm was found in the traces on 08/12/2023 at 08:13:27.000 and at 08:32:29.000 indicating that the power was granted to the motor microcontroller by the main microcontroller after the pump error 82 occurrence. In addition, the data shows the motor requested that the power turned on from the main microcontroller and the main microcontroller did not respond after the 500ms threshold, therefore generating pump error 82 which is expected. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor assembly. Unit sc1 cap / reservoir locked properly in place. The following were noted during visual inspection: scratched case and cracked keypad overlay. Pump error 81 was confirmed in the history files on 14-jan-2026 due to software issue. Pump error 82 alarm was confirmed in the pump history due to a software race condition where multiple actions were trying to be completed at one time. Unable to confirm exposed to magnetic field/MRI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.